Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose value of 39 mg/dl. The customer was treated with apple juice. Customer stated that the insulin pump had hardware low level failure alarm. Customer stated that the self test was passed. Customer stated her reservoir retainer ring was not damaged, loose or missing. Customer declined to troubleshoot for low blood glucose. It was unknown whether the customer was using automode at the time of reported event. The device will not be returned for analysis.